Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the adhesive of the nozzle of the videoscope was peeling. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of the suggested event was likely due to stress, an external factor, or handling of the device. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: instructions for evis lucera gif type kh260 operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.